Manufacturer narrative:
The bur subject to this investigation was not returned to the MFR for eval. Mfg records were reviewed, no issues were identified which may have contributed to this event. The root cause is undetermined.

Event description:
It was reported that during a total shoulder procedure, the bur broke. It was also reported that the broken piece was removed from the surgical site using a haemostat. It was further reported the surgeon has no concerns about any pieces being left behind in the patient and the procedure was completed successfully.